Event description:
Customer reported an inform sys blood glucose result of 81 mg/dl, lab result of 46 mg/dl within 10 mins. Customer reported no pt symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.